Event description:
The hcp reported the pt was being seen in the clinic and was experiencing a return of symptoms. The residual volume of drug in the pump was more than expected. Thirty-eight mls were removed from the reservoir when 5.5 mls were expected. The drugs used in the pump are baclofen, prialt, fentanyl, marcaine and clonidine. A rotor study was performed and the rotor did not turn. It is unclear if the programming for the rotor study was accurate. Additional information has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
.